Event description:
It was reported that when using the bbd pyxis¿ medbank mini drawer opened but the cubie did not. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened but the cubie did not when trying to issue medication. A technical support specialist (tss) attempted to open the cubie but was unsuccessful. The customer was informed to contact the pharmacy to have a new cubie sent out to replace the defective one. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.